Event description:
12/1/1997 a donor underwent plasmapheresis on an autopheresis-c. The procedure lasted 43 minutes. A total of 1,974ml of blood was processed ("acd" ratio 6%, total "acd" volume 129ml) resulting in 600ml of plasma collected. The procedure held no remarkable events, in particular, no signs/symptoms of coughing, pain, breathing problems/apnea. After completion of the procedure and removal of the IV line, but while still sitting in the donor chair, the donor developed wretches, collapsed and lost consciousness. The reporting physician diagnosed cardiac arrest and apnea, and within 15 seconds initiated CPR. The donor recovered rapidly, started to breath spontaneously and regained his radical pulse. He was transferred to ICU and a pneumothorax was diagnosed. The reporting physician sees the pneumothorax as a compilication of CPR. At the ICU the donor received adrenaline, dopamine, mamitol, emagel, saline, and albumin. The donor is doing well. The reporting physician does not see any relationship of the event to the plasmapheresis procedure.